Manufacturer narrative:
The reported implant date of (B)(6) 2017 is prior to the device manufacturer date. No follow up is possible to obtain clarification on the implant date. Report source: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced burning from the implant. For the last two months the patient has felt burning sensation where the implant is. There was swelling on the implant site too. It was unknown if there were any external contributing factors. Troubleshooting was performed. The patient tried switching the system off but they still felt a burning sensation. The patient was referred to the hospital. The issue was not resolved. The patient was alive with no injury. No further complications were reported or anticipated.